Manufacturer narrative:
Additional information: h6(update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system y-type blood/solution set had broken away from the luer connector that was connected to the patient's PICC (peripherally inserted central catheter) line. The issue was observed during transfusion of platelets, when the patient was ambulating in the hall. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date of january 2026. Should additional relevant information become available, a supplemental report will be submitted.